Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit and the carrier/com express board were replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the screen went blank and mechanical ventilation was not functional. There was no reported patient injury.